Event description:
Head of the central sterile services, reported in her letter, that she observed a surgery procedure. During this procedure, she observed that the screwdriver doesn't hold of the screws and doesn't turn the screws.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.